Event description:
Caller reported experiencing occlusion alarms that resulted in the customer's blood glucose level reading "high", a specific value was not provided. The customer addressed the elevated blood glucose with a correction bolus via the pump. To resolve the issue, the customer changed the infusion set and cartridge before resuming insulin delivery.